Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information a patient with erectile dysfunction of unknown origin received an inflatable penile prosthesis implant on (B)(6) 2022. He consulted his doctor on (B)(6) 2025, reporting that the prosthesis had stopped inflating, making it impossible to achieve an erection. According to the doctor's diagnosis after unspecified tests, the system had deflated for an unknown reason. The patient underwent surgical revision of the prosthesis on (B)(6) 2025, when all components were replaced. According to the doctor report, the system was found to be deflated due to a leak of unknown cause, and the deflation caused the pump to mechanically lock. No surgical or post-surgical complications were reported. The new implant is currently functional, and the patient is satisfied.

Event description:
According to the available information a patient with erectile dysfunction of unknown origin received an inflatable penile prosthesis implant on (B)(6) 2022. He consulted his doctor on (B)(6) 2025, reporting that the prosthesis had stopped inflating, making it impossible to achieve an erection. According to the doctor's diagnosis after unspecified tests, the system had deflated for an unknown reason. The patient underwent surgical revision of the prosthesis on (B)(6) 2025, when all components were replaced. According to the doctor report, the system was found to be deflated due to a leak of unknown cause, and the deflation caused the pump to mechanically lock. No surgical or post-surgical complications were reported. The new implant is currently functional, and the patient is satisfied.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the bladder of the reservoir. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the bladder of the reservoir to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.